Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during infusion set leaked. Customer's blood glucose was unknown. Customer reported that alarm was resolved by a complete set changed. The customer was advised to call back if issue persists in order to troubleshoot. No further information provided.